Event description:
It was reported that during a left internal carotid artery stenting procedure after removal of the embolic protection device, the patient experienced a significant spasm in the distal internal carotid artery and hypotension. A saline bolus and nitroglycerin were given intravenously relieving the spasm. The blood pressure improved and no additional treatment was given. Two days post procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hypotension and vessel spasm may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.